Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Corrosion was observed on the chassis, top battery, mechanism rail, and pcb, resulting in low batteries. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The internal cannula tear is confirmed as the cause of the reported not sure delivering insulin complaint, corrosion, and low batteries. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the internal portion of the cannula. The device was originally reported due to the patient being unsure if the pod was delivering insulin.